Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that the pt had come into the ER with complaints of shortness of breath, dizziness, and was slurring his words. He was admitted and was placed on primacor and diuresed. The hemodynamics improved the following day. However, he developed renal insufficiency over the course of a few days, and his inr went from 2.4 to 9 overnight. The pt became hypoxic suddenly and while being intubated, went into vfib. Multiple rounds of drugs and shocks were initiated. His ldh and plasma free hgb did not suggest pump clots and pump power was always normal. However, the pt unfortunately expired.